Event description:
It is reported that while the surgeon was removing two cannulated 4.0mm screws the screw heads stripped. The surgeon used a conical extractor to remove the screws and both screw heads popped off and the shafts remain in the distal tibia of the patient. The surgery was completed successfully and there was no delay in the surgery. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Unknown implant date in year 2008. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.